Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of the medical records the patient was revised due to wear and loosening. Operative note reported thickened scars, a large fluid debris pocket was encountered, osteolysis in the stem was noted however stable. There was remnants of redundant tissue. Minimal difficulty removing the cup. Noted to have fibrous ingrowth, osteolysis was severe and bone loss was significant. Additional time needed due to complexity of the patients morbid obesity with a bmi of 45. The operation took 2.5 times longer than a typical procedure. Doi: (B)(6) 2008; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Appropriate term / code not available (e2402) is being utilized to capture blood heavy metal increased if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. In addition to what previously alleged, litigation records alleges pain, metallosis, elevated metal ions levels and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr email notification received. The patient is scheduled for a revision surgery on (B)(6) 2020 and would like to obtain instructions from depuy regarding explant procedures for the recalled device and the associated puesdotumors. Doi: unknown; dor: (B)(6) 2020 (scheduled) (unk hip).